Event description:
It was reported that balloon rupture occurred. Access was obtained via a contralateral approach using a 6f non-bsc sheath. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified external iliac artery. A non-bsc guide wire was advanced to the lesion. Predilation was performed using a 4mm mustang balloon catheter. A 7x60mm epic stent was then deployed. A 7.0 x 40, 75cm mustang¿ balloon catheter was selected and advanced to the lesion; however, the device came in contact with the edge of the stent and was unable to cross the lesion. The physician crossed this device forcibly to the lesion and dilation was then performed. Upon the first inflation, it was noted that the balloon ruptured at 10 atmospheres after being inflated for 3 seconds. The device was completely removed from the patient. The procedure was completed with a 6x40 sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 28mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).